Manufacturer narrative:
Section b3: event date is estimated.

Event description:
It was reported that the patient was receiving the elective replacement indicator notification for their dbs ipg. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient was explanted, replaced, and therapy was restored.

Manufacturer narrative:
A system displaying ¿low battery warning¿ message was reported to abbott. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.